Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical was not able to confirm the issue. The exact root cause is not determined as no device failure detected. Most likely it is due to lack of user training.

Event description:
It was reported to vyaire medical that the bellvista1000 us unit settings has changed during mode change while on a patient. The patient was on volume ac and then placed on psv for a spontaneous breathing trial (sbt). Upon termination of the sbt, the rt returned the patient to volume ac and for a few minutes he did not realized that the patient volume ac was set to vt and rr had been changed from their ordered values to the last spontaneous values. The settings was restored to their ordered values and the patient suffered no harm during the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.